Event description:
The implanted device was returned to the manufacturer with no information or reason for explant. The manufacturer's device tracking system indicated the patient had expired. The cause of death was unknown. Additional information has been requested but was not available on the date of this report. See also MFR report #3004209178200906718.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.